Event description:
The physician reported that immediately following implantation of the subject device, the atrial impedance was >3000ohms with unipolar setting and the ventricular impedance was >3000ohms with bipolar setting. Other threshold measurements were also inappropriate. The pacemaker pocket was opened in order to check lead-device connection. As indicated each was visually confirmed to be fully inserted, but both leads could be removed by pulling without loosening the set-screws. Psa measurements on each lead were again measured to be normal. The physician then reconnected each lead and implanted the subject device without further abnormality. The associated screwdriver is returned for analysis.

Manufacturer narrative:
(B)(6)2013: this event concerns a device that was manufactured and used outside the united states. Please refer to the attached analysis report number (B)(4) for complete details. Conclusion: review of the available expertise files confirmed high impedances to each lead and an episode with non physiological signals to the ventricular channel. Such findings are consistent to a lead or connection issue. The returned screwdriver was found to be in conformance with specifications. This device, when used to connect a lead to a sample reply dr, functioned appropriately. Considering the description provided by the physician and the investigation results, it is hypothesized that the cause of the reported electrical and connection issues may be attributable to improper insertion of the screwdriver tip into each of the associated set-screw cavities. In the physician manual provided with the device, it is specified that the screwdriver's hexagonal tip should be pushed smoothly into the set-screw until it reaches the bottom of the cavity. When the bottom is reached, there will be a "hard stop" with metal on metal contact. The investigation results are retained for trending purposes.